Manufacturer narrative:
Additional information was received on 10/13/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 10/23/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual examination of the device two tears (a and b) were observed on the posterior aspect and tear b extending to the anterior view, measuring approximately 5.1 cm and 1.4 cm respectively. Microscopic examination in both tears edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation revision surgery with a 250cc mentor smooth round moderate left profile saline breast implant and a 225cc mentor smooth round moderate right profile saline breast implant experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.